Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. Reportedly, the customer had let the pump shut down due to not charging the battery. The customer acknowledged that the pump was functioning as intended.